Event description:
Reporter indicated that vns pt was diagnosed with vocal cord paralysis. The pt had experienced hoarseness since vns implant. The pt was scheduled for revision surgery as treating neurosurgeon believed that the lead may be too tight on the nerve, but the surgery was cancelled due to too much scar tissue near the carotid artery.